Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the 14fr introducer to support the 69 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared. The team observed limb ischemia on day 3 of the support. There was low perfusion and to remedy this the team placed a distal perfusion catheter. The catheter unfortunately clotted off and so on the following day the team made choice to bring the patient to the operating suite for intervention. Vascular surgery performed a cut down and repair and removed the cp to escalate to the axillary placed 5.5 pump. The ischemia resolved and flow returned to the leg. While on the cp support the patient had sodium bicarbonate in the purge and heparin infused systemically. Device performance remained within the expected range for the selected support level, with reported flow at 2.5 l/min on p-4. The patient survived the ischemia, removal, and escalation to the 5.5 pump. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment.